Event description:
It was initially reported that during a ureteroscopy, a cookâ® multi-use holmium laser fiber had broken after the seventh usage. The procedure was completed using another laser fiber. Additional information was requested on what was meant by "broken" and no additional information has been received. The device was returned 25jun2025 in two segments. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. H3: device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation it was initially reported that during a ureteroscopy, a cookâ® multi-use holmium laser fiber had broken after the seventh usage. The procedure was completed using another laser fiber. Additional information was requested on what was meant by "broken" and no additional information has been received. The device was returned 25jun2025 in two segments. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures were conducted during the investigation. Visual inspection of the returned complaint device was also conducted. The laser was returned for investigation in two pieces and when the laser was connected to the laser unit it read as readable. The points of separation for the laser fiber carry a melted appearance as well as missing outer coating. It¿s possible from this appearance that, the laser fiber became cracked leading to melting and eventual separation. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to ensure the integrity of the laser fiber prior to shipment. A review of the device history record (DHR) found no related non-conformances reported for lot. A complaint history search shows two additional complaints on this lot after use. Since this complaint occurred prior to use, cook has determined that there is not sufficient evidence to suggest this issue effects the lot as a whole. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling; the IFU supplied with the device states the following in consideration of the reported failure mode: ¿warnings ¿do not bend fiber at sharp angles.¿ ¿limitations on reprocessing the laser fiber can be reprocessed up to 20 times, which may not reflect the actual number of uses.¿ ¿precautions ¿do not improperly handle the fiber¿ ¿how supplied ¿ upon removal from package, inspect the product to ensure no damage has occurred.¿ based upon the available information, inspection of the returned device, and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.